Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, a staff loaded the dart and did a practice fire, and it did not properly fire. Reportedly, the device deployed without being actuated. Multiple attempts were made with the same result. The procedure was completed with another capio suture. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, a staff loaded the dart and did a practice fire, and it did not properly fire. Reportedly, the device deployed without being actuated. Multiple attempts were made with the same result. The procedure was completed with another capio suture. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfired. Block h10: the returned capio slim device was analyzed and found that the handle, head and cage are in good condition. However, the carrier had problems loading or engaging the suture properly, and the distal end of the carrier was observed to be worn and deformed. With all the available information, boston scientific concludes the complaints of "carrier failure to extend" could not be confirmed. Due to this condition the reported "carrier failure to extend" was classified as no problem detected. Additionally, during the product analysis, it was confirmed that the carrier had problems to load/engage properly the suture. Also, as per high magnification analysis it was observed that the carrier looked deformed in the distal end. All compiled information on this investigation determined that the most probable cause is cause not establish. An investigation to address this problem is in progress.

Manufacturer narrative:
Correction to blocks h6: method codes and h10: block h6 method codes: method code b17 replaced with b01 as the device was returned. Block h10: suture diameter added in investigation analysis. Block h6: device code a050502 captures the reportable event of device misfired. Block h10: the returned capio slim device was analyzed and found that the handle, head and cage are in good condition. However, the carrier had problems loading or engaging the suture properly, and the distal end of the carrier was observed to be worn and deformed. No suture was returned, and a sample suture was used during functional analysis. The suture diameter is 0.017 inches. With all the available information, boston scientific concludes the complaints of "carrier failure to extend" could not be confirmed. Due to this condition the reported "carrier failure to extend" was classified as no problem detected. Additionally, during the product analysis, it was confirmed that the carrier had problems to load/engage properly the suture. Also, as per high magnification analysis it was observed that the carrier looked deformed in the distal end. All compiled information on this investigation determined that the most probable cause is cause not establish. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, a staff loaded the dart and did a practice fire, and it did not properly fire. Reportedly, the device deployed without being actuated. Multiple attempts were made with the same result. The procedure was completed with another capio suture. There were no patient complications reported as a result of this event.